Event description:
The pt experienced flu-like symptoms and the pump was alarming. The hcp interrogated the pump and noted a motor stall message with no motor stall recovery recorded. Logs show first motor stall was seen (B) (6) 2010 and recovery (B) (6) 2010, motor stall also seen (B) (6) 2010 and (B) (6) 2010. Pump logs also showed the "stopped pump period may exceed tube set" warning message. The pt was admitted to the hosp. The pump was replaced. It was noted that there had been no magnetic or emi interaction. No rotor or dye study was performed. The pump was used to deliver dilaudid and bupivacaine. The new pump was filled with saline and the pt had not decided if he wanted to put drug in it yet.

Manufacturer narrative:
(B) (4). The pump was returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.